Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tapered screw-vent implant (tsvmb8) and mount were returned for investigation. Visual evaluation of the as returned products identified implant engaged with mount. Additionally, there was bone/blood residue around the external threads due to usage. Functional testing to recreate the reported event was performed. The devices could not be disengaged. Pre-existing conditions noted on the per was high bone density ¿ type I. The reported implant was being placed on tooth# 19 (universal) when the incident occurred. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants instructions for use ¿ prosthetics for zimmer dental implant systems information identified: warnings. Per the applicable IFU, improper techniques may cause component failure. DHR review: DHR review for the lot (1236926) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot (1236926) and no similar event or complaint was found. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight is unknown. Device evaluated by MFR : device not returned.

Event description:
It was reported that the transfer mount would not disengage from the implant at the time of placement in the patient's mouth. The implant was removed and the patient returned a week later for a new implant. Delayed healing was reported. Tooth #19.